Event description:
It was reported that during a da vinci s nephrectomy procedure, while resecting tissue using the monopolar curved scissors (mcs) instrument, arcing from the tip of the mcs instrument occurred, and the tissue specimen that was being removed from the patient was burned. The planned procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found that the instrument tube extension was dislodged from the main tube. The entire tube extension wall is broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. There are no missing instrument pieces and the instrument passed electrical continuity testing. Inspection of the instrument did not reveal evidence that an arcing event occurred. Disassembly of the instrument revealed that the hypotubes and conductor wire at the distal end of the instrument are not damaged. No other damage was found. On april 2, 2010, isi contacted (B)(6) a scrub nurse assisting during the procedure. (B)(6) indicated that the tip of the mcs instrument where the orange and black meet appeared to be misaligned and had a gap where energy escaped from. She also reported that the electrical surgical unit (esu) setting was 50 watts fulgurate. (B)(6) was advised that isi's IFU states that the maximum setting for fulgurate energy is 70 watts.

Event description:
It was reported that approximately 30 minutes during a da vinci s pulmonary lobectomy procedure the site witnessed an arc of energy escape from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The arced energy struck the patient's pulmonary vein and due to excessive bleeding, the surgeon decided to convert the procedure to traditional open surgical techniques to complete the planned surgery.

Manufacturer narrative:
The electrical surgical unit (esu) setting IFU information reference in medwatch manufacturer report number 2955842-2010-00174 submitted on april 30, 2010 was stated incorrectly. The isi instrument and accessory user manual states the valley lab force fx esu, which the site was using during this case, has a maximum setting requirement of 38 watts on the coag fulgurate setting when used with the mcs instrument and tip cover accessory. The site reported using a setting of 50 watts on the coag fulgurate setting during this procedure, which was above the recommended maximum setting.